Event description:
Philips received a complaint by the customer on the v60 indicating that an intermittent 1208 "oxygen not available" alarm error was displayed on the screen during setup when oxygen (o2) was connected. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that an intermittent 1208 "oxygen not available" alarm error was displayed on the screen during setup when oxygen (o2) was connected. The customer bypassed the external o2 manifold and replaced the o2 hose and o2 solenoid, but the issue remained. In pneumatics mode, the o2 inlet psi showed -47 psi when o2 was not connected. After cycling power to the unit, the problem persisted. The remote service engineer (rse) advised the customer that the o2 transducer on the data acquisition (da) printed circuit board assembly (pcba) may be malfunctioning, and the customer could replace the da pcba to correct the issue. The rse also provided the customer with the part number of the replacement da pcba for repair. Investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, the customer ultimately ordered and installed the replacement da pcba, after which the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.